Event description:
The physician reports having difficulty loading the crystalens into the staar surgical lens injector sys. Intervention was performed intraoperatively to enlarge the original incision and remove and replace the lens intraoperatively. A second crystalens was implanted successfully.

Manufacturer narrative:
.